Event description:
It is reported that the tip fractured during the procedure.

Manufacturer narrative:
Eval summary: the cannulated screwdriver tip indicates that it has fractured probably due to overloading. It is unknown whether a guide wire was used during the procedure. Stripping and/or fracture may be predominately due to improper and/or off axis seating of the driver into the hex of the screw, or failure to pre-tap very hard or dense bone prior to insertion of the screws, or a combination of both. It is advised to use the cannulated screwdriver over the guide wire since it helps aligning the axis and prevents stripping/fracture due to misuse in addition to providing rigid support while inserting the screw. Care should also be taken is power driver is used for initial screw fixation. Design assures that the screw head does not strip before the screwdriver tip strips/fractures which is important and essential to reduce the risk to the pt. As returned, the hex cannulated driver exhibits fracture damage to a section of the hex fracture. The fractured section was not returned with the complaint for review. The device meets specifications as measured. Device history records indicate device manufactured to specification.